Event description:
The customer called to report that she was experiencing low blood glucose levels all day. The blood glucose reading was 27 mg/dl during the phone call. The customer treated her blood glucose, but 15 minutes later, it was still 27 mg/dl. The paramedics were called and they treated the customer. The customer stated that she may have given too much insulin for her dinner and dessert. The customer also stated that she has been under a lot of stress recently. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.